Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a cracked casing/moisture ingress issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/4/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture is observed under display, battery compartment is cracked below pad, display is dim/fading/reddish, pump case removed and further moisture was observed.